Event description:
As reported by the field, during s stent assist coil embolization, a 4mmx23mm enterprise intracranial neurovascular stent (encr402312, 6610173) became impeded in a prowler select plus microcatheter (606s255x, 30517675). The stent could not be advanced or retracted. The physician removed the stent with microcatheter together. New devices were switched to complete the surgery. There was no patient injury report.

Manufacturer narrative:
Product complaint # (B)(4). Nformation regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However; it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00172.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during s stent assist coil embolization, a 4mmx23mm enterprise intracranial neurovascular stent (encr402312, 6610173) became impeded in a prowler select plus microcatheter (606s255x, 30517675). The stent could not be advanced or retracted. The physician removed the stent with the microcatheter together. New devices were switched to complete the surgery. There was no patient injury report. No additional information is available. A non-sterile prowler select plus 150/5cm was received inside of a pouch. The microcatheter was found to be slightly compressed from 0.5 cm through 6 cm from the distal end. The delivery wire was attempted to be moved back and forward, but it was stuck. The ID and the od from the micro-catheter were measured and were found within specification. A manufacturing record evaluation (mre) was performed for the finished device [30517675] number, and no non-conformances related to the reported complaint condition were identified. A photo accompanied the complaint file in which the delivery wire of the stent can be observed coming out from the proximal end of the microcatheter, which in turn is loaded into the hoop dispenser. No relevant details can be obtained from the photo. The devices were returned to cerenovus for further evaluation. Upon arrival, it was noted that the delivery wire was inside the microcatheter, as shown in the photo. The microcatheter was found to be slightly compressed from 0.5 cm through 6 cm from the distal end. The delivery wire was attempted to be moved back and forward, but it was stuck. The microcatheter was soaked in lukewarm water to flush/dissolve any residue that might been obstructing the microcatheter, but the delivery wire was still unable to be moved. Nothing else could be done in an attempt to move the delivery wire. The microcatheter was dissected around the proximal end of the compressed section, and it was found that the stent component was inside the microcatheter, it was still attached to the delivery wire. The stent was stuck just proximal to the microcatheter marker band. No foreign material or dried residues were found. No other damages were noted on the microcatheter that could have contributed to the encountered issue. The stent component was taken out from the microcatheter, and one of the distal marker bands was found to be bent, this could be secondary to the compression noted on the distal portion of the microcatheter. The microcatheter was confirmed to be within specifications for the inner diameter and the outer diameter. The customer complaint in relation to the microcatheter being obstructed was confirmed based on the compressed condition noted on its distal portion. With the limited information available, an assignment of a root cause is not possible; however, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. It can be reasonably suspected that the damages noted on the returned devices occurred sometime during the procedure; during the handling of the microcatheter, it could have been advanced against unknown resistance, which caused the compression and led to the damage noted on the marker band of the stent. A manufacturing record evaluation (mre) was performed, and no non-conformance was found during the review. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following precautions: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.